Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on 01/29/2015.